Manufacturer narrative:
Although there is no claim against the product, an investigation was completed. The reload accessory was returned with a stapler instrument with no specific reported complaint. Visual inspection of the reload found the cartridge at the distal end to be broken. A piece measuring approximately 0.110 x 0.333"was broken off from the cartridge and was not returned with the reload. The reload was fully fired, all the pushers were deployed properly, and the blade was not exposed.

Event description:
Intuitive surgical, inc. (Isi) received a stapler reload as a return. There was no alleged malfunction reported against this accessory. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the only issue involved with the case on 3/20/2023 would have been the stapler engagement issue. There was no issue with a reload the day of that procedure. The clinical sales rep (csr) confirmed with the hospital they do not recall the reasoning for returning the reload with the stapler. There has been no mention of stapler reload malfunction occurring to the rep where a piece went missing.